Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation. It was reported that a sable cage migrated post operatively. X-ray imaging showing immediate post-operative and 2 months post-operative were provided. There does appear to be some migration, though it is difficult to say exactly how much due to angle and quality of the images. It has been noted that the patient is doing well and no revision surgery is required at this time. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a sable spacer has migrated 2 months post-operatively.